Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event in 2008 and supraventricular tachycardia on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one of two events (cardiovascular) for the same pt involving two separate products; associated MDR #s 1225714-2014-05434, 1225714-2014-05435, 1225714-2014-05436 and 1225714-2014-05437.